Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient received high pressure message on her pump that could not be cleared after trouble shooting. The patient was admitted inpatient to have new peripherally inserted central catheter (PICC) line placed after old line became blocked. The new line has been working with no issues. The patient's hospitalization was started on (B)(6) 2024. It is unclear if the hospitalization is in relation to the reported product fault.